Manufacturer narrative:
The reported events of noise, oversensing and intermittent capture were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 10.0 ¿ 10.5 cm from connector pin, proximal to suture sleeve tie impression. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-12581. It was reported that the patient experienced syncope and was dependent on the device for normal function. It was noted during a follow up in clinic that noise, oversensing reproducible with pocket manipulation and arm movements and pause episodes (pacing stopped) were observed on the right ventricular lead and device. A device header anomaly and myopotentials were also suspected and electromagnetic interference (emi) was ruled out. Programming changes were made. The right ventricular lead and device were explanted and replaced. The patient was stable before, during and after the procedure.